Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving shock therapy due to t-wave oversensing. Patient was hospitalized and physician elected to turn off therapy and monitor the patient. End of life was observed on the device. The device was explanted and a new device was implanted. All measured values were found in range. Patient is stable.